Event description:
It was reported the patient had gradually lost stimulation, and most of the contacts on the lead were invalid. The physician explanted and replaced the lead. While removing the lead, it was reported some of the lead contacts and wires dispersed while pulled through the incision. Fluoroscopy was used to ensure all components of the lead were removed. It was reported the patient received stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.